Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified via b5 and directly below). On 11 may 2023, the microbiological sample taken on the endoscope (following return from maintenance) came back positive for an indicator microorganism (enterobacteriaceae: klebsiella pneumonia with a very high bacterial load). Given this result, the customer quarantined the device, double disinfected, and took control sampling. The control sample on 19 may 2023 still returned non-compliant. The device was then returned for maintenance with a hygiene package. Given the nature of the micro-organism, the endoscopy reprocessor was quickly excluded from the investigations. It was not possible to conclude that the contamination was carried out during maintenance. Therefore, the customer looked for a viral risk in patients who underwent endoscopy with this endoscope between the date of sequestration and the date of the last compliant sample: 18 nov 2022. A risk analysis highlighting 3 patients carrying the hematogenous virus were identified. 2 patients at risk were ruled out. Therefore, a patient recall for the 5 patients who underwent an endoscopy after the patient at risk were sent for serology. On 18 august 2023, 2 patients died unrelated to the identified viral risk, and 3 patients had negative serology. The patient callback was closed. As for the endoscope, the control sample of 19 july 2023 was compliant after returning from maintenance. The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted.

Event description:
This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to judge relation between the subject device and the event from the following investigation results. The root cause of the phenomenon could not be identified. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) (documented here in it¿s entirety due to character limitations in respective field). The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms which, is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out unspecified channels. The customer uses aniosyme x3 detergent during the pre-cleaning process. The device passed the leak test. During the manual cleaning process, the customer used aniosyme3 detergent and brushed the instrument channel, suction cylinder, and instrument channel port. The customer uses unspecified brushes. It was not indicated if the scope is manually disinfected. For automated endoscope reprocessor (aer) treatment, an lde 1 wassenburg machine is used with endohigh detergent and endohigh paa (disinfectant). The scope was dried by wiping with sterile paper and using medical air and stored in a drying cabinet. Olympus is the maintenance company used by the customer. During the device evaluation, it was uncovered that there was a scratch on the connecting tube. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for unexpected caontamination. The scope was sampled once. During the sampling, the scope tested positive for 2 colony forming units (cfus) of klebsiella pneumoniae and paecilomyces sp. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. The scope was used on multiple patients after testing positive. A report is being submitted for each instance the scope was used after testing positive. This report is related to the following patient identifiers: (B)(6).